Manufacturer narrative:
Repeated contact with the hospital has been positive, but as of the date of this filing, no additional information has been received.

Event description:
Hospital called to report a probe with shaft frosting. No further information received as of 12/11/2018.

Manufacturer narrative:
Simulated use testing of the returned device confirmed the reported issue of shaft frosting. Further evaluation determined that a vacuum sleeve failure caused the shaft frosting.